Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer attempted to connect a t:lock infusion set tubing to a luer lock cartridge. Blood glucose (bg) was over 500 mg/dl which was addressed with a bolus via the pump. The customer successfully connected the correct supplies to address the event.